Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was activating intermittently.

Manufacturer narrative:
It was reported that the probes were working intermittently with two different consoles, same effect. However, the unit returned was unused and unopened. The returned unit was submitted to operational testing using both serfas and a crossfire console. The unit operated normally. The most probable root causes for risk line 60 - ¿insufficient/no energy¿, condition can be, but are not limited to: 1. Probe short 2. Open circuit 3. Power output variation 4. Wrong defaults settings 5. Non-conforming hand piece cable 6. Console error it was stated in the event description that the user switched consoles with the same result, however, if they were using a foot switch, it also could be a possible contributor for the reported condition. It is recommended that the console and foot switch (if used) be sent for evaluation. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was activating intermittently.